Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a gastroscopy dilation procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was inflated, the gauge needle did not move and appeared to be sitting loosely within the gauge. Reportedly, the balloon was able to be inflated; however, the physician was not able to confirm at what pressure it was inflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.